Manufacturer narrative:
It was reported that, but the stent did not work well, and patient's jaundice got worse. The stent was replaced 2 days later. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, information such as photo was not provided, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the stent did not work well for the stricture. Patient jaundice got worse.", it is assumed that the condition of the patient's lesion, strong pressure at patient's stricture and other factors caused the stent to not work well, and it is considered that due to this the patient's jaundice got worse. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: inadequate expansion, increased bilirubin level." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The stent did not work well for the stricture. Patient jaundice got worse. We had to replace the stent 2 days later.